Manufacturer narrative:
(B)(6). Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for additive abnormality with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: root cause is larger droplets of the solution in close proximity to one another then tend to coalesce. Training has been issued to operators that will help with the prevention of the droplets. Due to the severity and occurrence of the reported condition there will be not be a CAPA opened at this time. The indicated lot # and reported condition will be tracked and trended.

Event description:
It was reported that a yellowish edta-clump was observed in 2 of the 2ml, 13mm x 75mm bd vacutainer® k2edta tubes. No serious injury or medical intervention reported.